Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with other empirical evidence via air visualized by edwards clinical specialist. A DHR review of the lot in question revealed no non-nonconformances related to the event. No imaging of the event or product was returned for evaluation. Follow-up information from the edwards clinical specialist did not reveal any use errors or potential device defects. Potential root causes for the presence of air may include: - omission of a flushing/de-airing step - improper stopcock/syringe technique - air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification of a pascal in mitral procedure where there was an excessive amount of air seen as the implant was opened to 180 degrees for orientation, and also again when the implant was advanced across the valve. There were no patient symptoms, and no treatment required. The patient was stable at the end of the procedure. The procedure was completed successfully with a reduction in mr from severe to mild.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.